Event description:
Patient with of breast cancer. Infusion port inserted for chemo. Port malfunctioning, catheter tubing disconnected from port at port hub. Patient underwent removal of port and re-insertion of infusion port in ir.